Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patients blood glucose level had rose to 380 mg/dl while wearing a pod. Symptoms reported include hyperglycemia, nausea, body aches and a headache. In addition the patient reports feeling weak, vomiting and having a urinary tract infection. The patient reports being unable to use their controller due to a frozen application update. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip and tylenol. The patient was discharged from the hospital after 2 days.